Event description:
Per the clinic, the patient experienced a loss of osseointegration (B)(6) 2013 resulting in fixture loss.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4). Device currently unavailable.